Event description:
It was reported via repair work order that the power cord was disconnected from the bed side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.